Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. However, the device was received with a stuck in the motor error loop during bolus/basal delivery. The motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with cracked case at the lcd window corners, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 416 mg/dl. Customer treated their high blood glucose levels via manual syringe. Troubleshooting for the motor error was performed. Customer went through a body scanner at the airport which resulted in motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.